Manufacturer narrative:
(B)(4). Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The device operated as intended and no failures were detected.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen is distorted. The customer stated there was no patient involvement associated with this event.